Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-19. H.6. Investigation summary customer returned (93) used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported needle clog during priming. All 93 returned pen needles were examined and the following was observed: 80 pen needles with bent non-patient end (npe) cannulas 4 pen needles with broken npe cannulas 9 pen needles with straight npe cannulas the (9) pen needles with straight npe cannulas were tested for flow using a test pen injector: all nine were able to expel properly. No evidence of manufacturing defect was observed on the returned pen needles. The bent and broken npe cannulas would be the cause for no flow through the pen needles, thus, the user would think the pen needles were clogged (as reported). Since all 93 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects based on the samples received the investigation was confirmed. Bd was able to confirm the customer¿s indicated failure (bent cannula, broken cannula) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle was clogged during priming with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: consumer reported needle clog during priming, does not re-use. Stated that she saved several needles from different boxes of the same product (320883), lot #s for previous boxes are not available.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that the needle was clogged during priming with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: consumer reported needle clog during priming, does not re-use. Stated that she saved several needles from different boxes of the same product (320883), lot #s for previous boxes are not available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8289063. Medical device expiration date: 2023-09-30. Device manufacture date: 2019-06-19. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was clogged during priming with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: consumer reported needle clog during priming, does not re-use. Stated that she saved several needles from different boxes of the same product (320883), lot #s for previous boxes are not available.